Manufacturer narrative:
Patient had tdr at l4-5 and alif at l5-s1. Five months out, had fracture of l4-5 with spondylolisthesis. Performed interbody fusion cage, lateral plates and screws. Post-op, experienced paresthesia with hip flexor weakness that resolved 6-months out. Little information is known at this time. At this time, no connection can be made between the reported event and any shortcoming of the device. (B)(4).

Event description:
A paper was recently published (spine vol. 14 (B)(6) 2011) discussed removal of the (charite) artificial disc. Four cases were documented. The specific information was very limited and it could not be determined if these cases have been previously reported to depuy spine. As a result for complaints were entered into our database and MDR filed to document these events.